Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during an anterior cruciate ligament (acl) repair procedure on (B)(6) 2024, it was observed that the output short circuit appeared after the vapr s 90 electrode 40 mm 90 degrees suction device got connected with the generator. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.